Event description:
Lap chol - "according to reporter: the clip was closed properly at first sight. Due to patients condition after surgery they brought the patient back to the operating room for re-operation. Clip slipped from artery and was found in patients cavity, bleeding reported of 2500cc. Blood transfusion was needed. Because a lot of fluid was in the abdomen, it is not possible to confirm that the clip was removed successfully from the cavity." Patient status: "patient injury".

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.